Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, implanted: (B)(6) 1997, explanted: (B)(6) 2016, product type: lead.

Event description:
The patient reported that they had their device implanted for pain and reflex sympathetic dystrophy in 1997. They started to feel pain on their left side and they were unable to lift their arm. Their spine was also hurting. It was noted that the device was malfunctioning and "leaking poison" into the patient's blood. They removed the device and scraped the patient's vertebrae because pus was coming from the machine where the lead was leaking. It was noted that the patient almost died. At the time of the report the patient was still having problems with their left side, having trouble ambulating, and it was hard for them to turn their head to the left side.

Manufacturer narrative:
Attaching the medwatch form associated with manufacturer report # 3007566237-2016-02567.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a legal representative of the patient reporting that in the late 1990s, the neurostimulator was surgically inserted into patient's lumbar/buttock region for the purpose of treating their chronic pain condition. It was reported that the product installed was dangerous and defective in the following ways, among others: the device did not charge or maintain its charge, and /or it had defective circuitry and components including batteries, and/or did not display its actual longevity if used in certain modes. It was stated that patient sustained personal injuries, which injuries have caused and continue to cause patient mental, physical and nervous pain and suffering.